Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for non- sustained lead noise (nsln). Upon review, it was determined that mismatch between the near-field and the far-field resulted in the non-sustained lead noise episode. The device was reprogrammed.